Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal via an implantable pump. It was reported that the patient is scheduled for a catheter revision on (B)(6) 2025 due to a failed catheter access port study on an unknown date. It was unknown if external factors were involved or if any other diagnostics/tr oubleshooting were performed. The event was not resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021, brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial # (B)(6); implanted: (B)(6) 2021; explanted: product type catheter product ID 8784 lot # serial # (B)(6); implanted: (B)(6) 2024; explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient experienced significant spasticity. A CT scan without contrast, revealed no obvious signs of fracture of the catheter. While revision was pending the patient was taking oral baclofen (10 mg three times a day). On (B)(6) 2025 the catheter was replaced/explanted resolving the issue.